Manufacturer narrative:
A steris service technician arrived onsite to inspect the traction boot assembly and ot 1200 surgical table. The technician found the units to be operating according to specification; no repairs were required. Based on the technician's inspection, the root cause of the reported event is attributed to user facility personnel not properly attaching the boot to the fine traction device. The traction boot assembly instructions for use document states (2), "warning - personal injury hazard and/or equipment damage hazard: read and understand all instructions presented in this manual before attaching/removing the traction unit assembly." The instructions for use state (5), "9. Attach boot assembly to fine traction unit (see figure 8) as follows: a. Align boot assembly prong with fine traction hole. B. Snap boot assembly prong into hole on fine traction unit until a "click" is heard." A steris account manager performed in-service training on the proper use and operation of the fine traction assembly, specifically properly attaching the boot to the fine traction assembly. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the boot disengaged from the fine traction device of their ot 1200 surgical table. The patient's leg was stabilized by user facility personnel and the boot was reattached, resulting in a procedure delay. The procedure was completed successfully with no report of injury.